Manufacturer narrative:
Additionally, visual inspection of the device revealed physical damage.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.